Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 377660, lot# v019476, product type: lead. Product ID: 377660, lot# v019476, implanted: (B)(6) 2007, product type. (B)(4) applies to the ins and (B)(4) applies to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative. It was reported that the patient¿s lead site had opened. The manufacturer representative stated that the lead had become exposed and potentially infected. The cause of the issue was unknown. It was also noted that the patient hadn¿t charged their implantable neurostimulator (ins) in several weeks or months. It was unknown when the patient first started experiencing issues related to the lead site opening. The patient¿s lead site was examined by their hcp and they had a revision surgery on (B)(6) 2017. The exposed lead was removed; another lead remained implanted, which was intact and unexposed. A physician mode reset (pmr) was completed post-op and the power on reset (por) was cleared on (B)(6) 2017. The specific type of por error code was unknown. It was noted that the patient received desired stimulation/coverage with the remaining lead. The issue was resolved at the time of this report. No further complications were reported or anticipated. Indications for use are non-malignant pain and headache.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 377660, lot# v019476, product type: lead. Product ID: 377660, lot# v019476, implanted: (B)(6) 2007, product type: lead.